Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: one (1) screw was reported broken prior to revision surgery. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Concomitant parts reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts reported: screws (part unknown, lot unknown, quantity unknown).

Manufacturer narrative:
(B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). A device history record review was performed on part# 04.124.034s, lot# 3562218: manufacturing location: (B)(4), manufacturing date: 05 nov 2010, expiry date: 01 oct 2020: review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, a patient was implanted with titanium locking compression (lcp) distal femur plate to treat the right femur fracture. Postoperatively on an unknown date the plate broke in midshaft portion following failure of fracture to unite. Surgeon felt that the construct was too rigid with too many screws in the plate so limited micro-motion resulted in non-union. On (B)(6) 2016 the patient returned to operating room and the broken plate and screws were removed and patient was revised to broad curved lcp plate - implanted in a bridging style. Day one post-op - no negative feedback received following revision surgery. No information about any delay of surgery time. No patient outcome and surgery outcome was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: product inspection: the returned plate was re-inspected for all the features pertinent to the complaint condition. The plate is broken at the level of the hole number 6. The holes 4,5 and 7,8 were re-inspected and found conforming to specification. The plate thickness was measured in 3 different points of the plate and found in specification. Since the shaft and the holes are manufactured in the same production step, using the same cnc program and tools (repeated features) it is possible to conclude that the plate was conforming to spec. Conclusion : considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Complaint disposition is confirmed due to evidence that plate is broken, but it's considered not valid for (B)(4) because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. The 413.346 -> the received broken screw is jammed into the received plate. The screw is broken between the screw head and the threaded shaft, moreover the hexagonal screw recess is badly damaged. The broken part is missing. An investigation summary was performed. The investigation of the complaint articles has shown that our investigation has shown the plate is broken as described in the complaint description. There are marks and scratches visible on the surface. Furthermore the broken shaft part was found with an abnormal out of shape at the end. The received broken screw is jammed into the received plate. The screw is broken between the screw head and the threaded shaft, moreover the hexagonal screw recess is badly damaged. We have forwarded the received device to the responsible manufacturing site for further evaluation with the following results: the returned plate was re-inspected for all the features pertinent to the complaint condition. Because of the screw's damages and the missing broken part, the complaint relevant dimensions cannot be checked. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. It is likely that the failure of the received parts, was due to a mechanical overload situation. The article 04.124.034s with lot no 3562218 was manufactured in a quantity of (B)(4) pieces on november 2010. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. The article 413.346 with lot no 9592439 was manufactured in a quantity of (B)(4) pieces on july 2015. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. Based on the investigation results, we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.